Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the rubber feet on the main module were broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the condition was not determined. To correct the condition, the rubber feet were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿base leg¿ of an em2400 main compounder module was broken. This was noted before use. There was no patient involvement. No additional information is available.